Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was difficulty inflating and deflating the balloon. There was allegedly a balloon burst with a piece missing. The doctor had to do a cystoscopy to find the missing piece. They reportedly had to cut the foley one time because the balloon would not deflate.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that there was difficulty inflating and deflating the balloon. There was allegedly a balloon burst with a piece missing. The doctor had to do a cystoscopy to find the missing piece. They reportedly had to cut the foley one time because the balloon would not deflate.

Event description:
It was reported that there was difficulty inflating and deflating the balloon. There was allegedly a balloon burst with a piece missing. The doctor had to do a cystoscopy to find the missing piece. They reportedly had to cut the foley one time because the balloon would not deflate.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The returned sample was missing a piece of the balloon. The sample was classified as poor sample condition and several tests could not been carried out. The exact time of how and when problem occurred could not be determined.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol."

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that there was difficulty inflating and deflating the balloon. There was allegedly a balloon burst with a piece missing. The doctor had to do a cystoscopy to find the missing piece. They reportedly had to cut the foley one time because the balloon would not deflate.